Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of sheath valve malfunctioned resulting in patient serious adverse event (air embolism) cannot be confirmed since no sheath complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Air embolus is cautioned against in device directions for use as potential procedural complication. The sheath/introducer accessory device is supplied to angiodynamics by the manufacturer great batch. The sheath/dilator supplier (greatbatch) was made aware of this reported occurrence per fyi scar004717. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the following is provided as a reference from dfu: warning: to avoid air embolism close the valve in the single valved peelable sheath prior to insertion of dilator and remove the guidewire and dilator from the valved peelable sheath immediately after sheath insertion. Adverse events/potential complications: air embolus, hemorrhage. Safesheath d-pro* instructions: precautions: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve members resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Advance the dilator and sheath together with a twisting motion over the guide wire and into the vessel. Fluoroscopic observation may be advisable. Attaching a clamp or hemostat to the proximal end of the guide wire will prevent inadvertently advancing the guide wire entirely into the patient. Once assembly is fully introduced into the venous system, separate the dilator cap from the sheath valve housing by rocking the dilator cap off the hub. Slowly retract the guide wire and dilator, leaving the sheath in position. The hemostasis valve will reduce the loss of blood and the inadvertent aspiration of air through the sheath. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A executive territory manager reported an end user experienced an issue when using . During placement of a bioflo duramax dialysis catheter, when placing the dialysis catheter, the valve on the sheath slid open when the introducer was inserted which caused the air embolism. The device was removed, and the pa intervened and sucked out the air embolism. The device was replaced with a new of the same and the procedure was completed.

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).